Event description:
It was reported that during a lap. Bypass/ bariatric procedure. When triggering the 1st magazine, the battery failed after approx. 2cm activation. They used a new instrument and finished the procedure successfully. Inta- and postoperative no complication for patient.

Manufacturer narrative:
(B)(4). Batch #659a80. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60t reload loaded on the device. The reload was received partially fired 1/4. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.